Event description:
It was reported that the customer was hospitalized several times for high bgs and dka. Troubleshooting was performed. The alarm history revealed a low reservoir alarm. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and use manual injections per md protocol.